Event description:
It was reported that during a supracervical hysterectomy, the device wouldn't pass pre-run testing. The hand piece was replaced and the case was completed without incident.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount and the nose cone cracked. It was tested on a gen04. The handpiece was disassembled; a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.